Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had leak at reservoir in past second o-ring and insulin pump alarmed for insulin pump error. Customer was able to successfully clear the alarm but unable to rewind the insulin pump. Customer advised to revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on electrical board. Corroded motor assembly noted during visual inspection. Unable to confirm pump error 19 alarm due to critical pump error alarm.